Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2021 regarding insulin pumps allegedly subject to the safety notification related to missing or broken retainer rings. Reporter alleges that the use of medtronic insulin pump caused personal injuries to the customer sometime in 2018, 2019, 2020 and 2021 as stated on (B)(6) 2022 information. No further details were provided. The insulin pump is not expected to return for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (B)(4) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.